Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998, product type: lead. Product ID: neu_unknown, serial# (B)(4), implanted: (B)(6) 1998, product type: unknown. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was unresponsive. It was noted the patient¿s device was ¿deactivated¿ soon after being implanted for unknown reasons. It was reported the patient is in the hospital for a medical reason unrelated to their device and a health care provider (hcp) would like to do an MRI.